Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid to proximal right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) was advanced, but would not cross to the lesion. During removal, the proximal stent struts met resistance with the guiding catheter. It was noted that the stent struts were flared. Additional dilatation was performed and a new xience v stent was implanted successfully. The 3.25 x 15 mm nc trek balloon was advanced for post-dilatation; however, resistance was met with the implanted stent, and the balloon was unable to cross to the lesion. A non-abbott balloon was used for post-dilatation and the procedure was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, grandslam. Guide cath: heartrail 6f jr4.0. Evaluation summary: evaluation of the returned xience found the stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were four bent struts in the first row of proximal stent struts. The guiding catheter used in the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulties. An attempt was made to advance the stent delivery system (sds) through a new 6-french guiding catheter but the bent struts could not be advanced through the guiding catheter; therefore the difficult to remove could not be tested. In this case, there was no damage noted during the inspection prior to use, which suggests that a product quality deficiency did not contribute to the reported difficulties. The lesion was described as heavily calcified, moderately tortuous, and 99% stenosed, which likely contributed to the reported failure to advance/cross the lesion. It is likely that during withdrawal of the device, the stent implant inadvertently became interacted with the tip of the guiding catheter which damaged the struts, and most likely resulted in resistance as the damaged struts interacted with the guiding catheter. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors which may contribute to resistance with a guiding catheter include but are not limited to, damage to the device, damage to the guiding catheter, size selection, and/or procedural technique. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality prior to lot release. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for difficulty to remove from the guiding catheter for this lot. There is no indication of a product quality deficiency.